Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: colectomy. Event description: device being used normally, correctly. After around 1 hour, sticking began, opening jaws was becoming more and more difficult, despite several cleaning. After another hour, whereas jaws were clean, coagulation had not been working at all. Generator indicated that the fusion was finished, but when the surgeon cut and open the jaws, there was important bleeding, sometimes. I proposed to open a second device that worked properly. Additional information received from applied medical representative via email 29nov22: no way to quantify the amount of bleeding, maybe 10ml. I should have said an active bleeding in the meso. Not oozing, active bleeding, as the tissue (meso) was cut without be coagulated. However, the surgeon activated the coagulation, there was no alarm and the generator indicated ready. That happened 3 times before switching the instrument. Meso, next to colon was being sealed when the insufficient hemostasis was observed. Not tension applied at all, the meso was exteriorized. After one hour a lot of stiking, after 1 hour and and half, loss of hemostasis. No, there was no eschar buildup on the jaws, the nurse cleaned the jaws properly and regularly. But, she had to clean a lot. There was a lot of sticking and buildup tissue. During the first 30 min, the jaws were not cleaned at all. On the fat not at all. There was a lot of sticking when there was blood. Specially around arteries to dissect. This is also the raison why the stiking was disturbing for the surgeon. At the beginning yes, the surgeon noticed an improvement with hemostasis when the jaws were cleaned. But when the loss of hemostasis appeared, the jaws were clean. There were no generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology, but diabetic the device was not activated on diseased or inflamed tissue, the reason for the operation was a polyp. Additional information received from applied medical representative via email 7-dec-2022: there was no thermo effect visible. There was no energy in the jaws. Intervention: device replacement. Patient status: ok, no injury in link with the device.

Event description:
Procedure performed: colectomy. Event description: device being used normally, correctly. After around 1 hour, sticking began, opening jaws was becoming more and more difficult, despite several cleaning. After another hour, whereas jaws were clean, coagulation had not been working at all. Generator indicated that the fusion was finished, but when the surgeon cut and open the jaws, there was important bleeding, sometimes. I proposed to open a second device that worked properly. Additional information received from applied medical representative via email 29nov22: no way to quantify the amount of bleeding, maybe 10ml? I should have said an active bleeding in the meso. Not oozing, active bleeding, as the tissue (meso) was cut without be coagulated. However, the surgeon activated the coagulation, there was no alarm and the generator indicated ready. That happened 3 times before switching the instrument. Meso, next to colon was being sealed when the insufficient hemostasis was observed. Not tension applied at all, the meso was exteriorized. After one hour a lot of stiking, after 1 hour and half, loss of hemostasis. No, there was no eschar buildup on the jaws, the nurse cleaned the jaws properly and regularly. But, she had to clean a lot. There was a lot of sticking and buildup tissue. During the first 30 min, the jaws were not cleaned at all. On the fat not at all. There was a lot of sticking when there was blood. Specially around arteries to dissect. This is also the raison why the stiking was disturbing for the surgeon. At the beginning yes, the surgeon noticed an improvement with hemostasis when the jaws were cleaned. But when the loss of hemostasis appeared, the jaws were clean. There were no generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed the patient did not exhibit any vascular pathology, but diabetic the device was not activated on diseased or inflamed tissue, the reason for the operation was a polyp. Additional information received from applied medical representative via email 7-dec-2022: there was no thermo effect visible. There was no energy in the jaws. Additional information received from applied medical representative via email 24feb23: despite three calls and one visit on site, am representative hasn¿t receive any additional information on the case. Intervention: device replacement. Patient status: ok, no injury in link with the device

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of no energy could not be replicated or confirmed, as the event unit passed relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of no energy or confirm that a product malfunction occurred. This event was initially reported based on the description of the event description of no energy received. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury as the blood loss was able to be resolved with normal surgical procedural methods.